Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with external neurostimulator (ens). The rep reported that the trial lead was placed in an area of stenosis and removed due to chronic pain after the procedure. The patient had cervical stenosis pain in her feet that was triggered during lead placement. The pain did not subside so she elected to go to the hospital to resolve the pain. We troubleshot by pulling lead out of the cervical space into the thoracic. The trial leads were placed and patient came out to recovery and was suffering from pain. Pain would not subside, so healthcare provider (hcp) elected to have the leads explanted. The issue has been resolved. The rep will submit any new information as they become aware of it.

Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# va39tg0032 implanted: (B)(6) 2026 explanted: (B)(6) 2026 product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 27-mar-2030, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.